Event description:
Customer reported that images are not captured. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and provided a parts quote to the customer. Customer has not approved the quote. No further info is available.